Manufacturer narrative:
Qc was run before and after the event and was in control. The malfunction and root cause is unknown at this time. Thus, service was notified, but not yet dispatched on-site.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high blood urea nitrogen (bun) result that was generated by the unicel dxc 600 pro synchron chemistry analyzer on one patient sample. The original result was 3 mg/dl and the repeat result was 100 mg/dl. The sample was also run on an alternate instrument producing an original and a repeat result of 4 mg/dl. The erroneous result was not reported out of the laboratory. Patient treatment was not affected in this event.